Manufacturer narrative:
(B)(4). Follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-00034. End user stated during a follow up call that the shower chair is not an invacare product. The dealer referred her to invacare to obtain a shower chair for her needs. Non reportable event - not an invacare product.

Event description:
Consumer stated the seat is cracking from the middle front to front right leg. The end user will be issued a shower chair with a weight capacity of 400. This unit has a weight capacity of 315 lbs. The end user was not harmed or injured.